Event description:
The pump overinfused and the pt received an overdose of medication. Syringe was filled. After four hrs the nurse responded to a low volume alarm and the syringe was empty. There was no pt complication.